Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 135 events were reported for this quarter. Product return status - 132 devices were received for evaluation. 3 devices were available for evaluation but have not yet been received. Evaluation status - 132 events were confirmed during testing. - 132 devices were found to be affected by missing paint chips. Additional information - 135 devices were not labeled for single-use. 135 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 135 </noe> malfunction events in which the device had paint chips missing. 135 events had no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 135 </noe> malfunction events in which the device had paint chips missing. 135 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 135 events were originally reported for this failure mode during the reporting quarter. 136 events should have been reported; 1 event was inadvertently excluded. - 4 previously reported events are included in this follow-up record. Product return status 3 devices were received. 1 device was not available for evaluation.   Evaluation status 3 reported events were confirmed during testing. - 3 devices were found to be affected by missing paint chips.   Additional information 136 devices were not labeled for single-use. 136 devices were not reprocessed and reused.